Manufacturer narrative:
The case description states that the user received an unexpected bolus of 15u. The physical controller was not received for investigation. The android log files from the complaint controller were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files confirmed the reported 15u bolus was delivered on the date of occurrence and in the reported time frame. Inspection of the engineering log files for the 15u bolus showed evidence of interaction with the controller in order to start the bolus calculator, load a blood glucose reading from the user's continuous glucose monitor into the bolus calculator, program the bolus volume, confirm the bolus amount, and begin bolus delivery. No evidence of an uncommanded bolus was observed in the logs.

Event description:
It was reported that patient's bg (blood glucose) level dropped to 50 mg/dl after receiving an uncommanded bolus. The patient reported they heard the pod clicking at 9:59pm, and when she looked at the controller, the omnipod system was delivering a bolus of 15 units. The patient denied programming the bolus and reported her last interaction with the controller was at 9:15pm. Patient reported the controller was on her nightstand at time of uncommanded bolus. The patient reported the controller showed no carbs were entered so calculated bolus was 0 u. The sensor bg value was 204 mg/dl and the bolus was shown to be adjusted to 15 units. No treatment information was provided, but the patient did call a neighbor to come sit with her. Patient also reported initially her maximum bolus was set to 10 units, and she noticed with this issue it had been changed to 15 units.